Event description:
Related manufacturer reference number: 2017865-2021-27848. New information received notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2021. The left ventricular (lv) lead exhibited failure to capture since it was programmed with respect to the rv coil. Once the rv lead was replaced, the lv lead was functioning appropriately within normal limits. The patient was in stable condition.